Event description:
The patient underwent a trial procedure on (B)(6) 2011. Invalid impedance readings were observed during intra-op testing and the patient could not feel stimulation with the lead. An sjm representative observed that below the electrodes the wires appeared to be separated inside of the insulation tubing. As a result, the lead was replaced and implanted successfully. The patient received adequate stimulation post-op.

Manufacturer narrative:
Evaluation: results: the product was received complete. The lead was visually examined under the microscope. A few normal compression marks and twisted wires were observed on the lead body. No other anomalies or damage was observed. No other anomalies or damage was observed. The lead was tested and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.